Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient¿s first 3 voids were good and they felt like they completely emptied their bladder. In the afternoon it became more urgent. The patient mentioned that their leg would shake. The patient reported that in the evening ¿it had always been worse¿, they didn¿t feel like they were completely emptying and had back to back voids. The patient stated that it was not as bad as before. The patient stated they did not feel stimulation and mentioned that when they increased stim it felt like a charley horse but then quickly goes away. The patient switched from program 1 to program 2. It was noted that the trial began on (B)(6) 2017. No further complications were reported.